Event description:
User facility alleged blood glucose results of (per nurse's notes) "too low for machine to measure" on the inform system, and 996 mg/dl from a laboratory glucose test when testing was performed back-to-back. The user facility stated that the patient was seen in the ER, was known to have diabetes, presented with slurred speech, and had not taken insulin in 3 days. The facility alleged that a d50 IV was started based on the inform result. The facility declined to provide more information concerning the patient or the subsequent outcome, other than 3 more tests were performed over the next 2 hours on a second inform meter, all yielding a result of "hi" (greater than 600 mg/dl). Since the outcome to the patient is unknown, the event is being reported as a serious injury as a precaution. A result was made for the return of the suspect device and replacement product was sent.